Event description:
Customer reported the alarm has power, but there is no alarm tone at the nurses' station when pressure is off the pad. The customer tested the unit with a different nurse cable. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval of the returned product revealed the nurse call cable indicator light did not come on at the test fixture when it should. The nurse call cable fits securely in the receptacle. The unit alarms when it should. The hold red indicator light was not in place, but the function works properly. The screws that hold the case together are rusted. The case is cracked on the bottom right corner and by the battery door. The aqualert label shows evidence of moisture exposure. Note: posey instructions for use warning: the sitter select is an electronic device that may fail to work if subjected to severe shock, such as being dropped or immersed in liquid. The unit may stop functioning as designed for use. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with pt, and each time before leaving the pt unattended. If alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/sensor. (B)(4).